Event description:
It was reported that insulin gauge displayed fill estimate much lower than expected, showing 10 units when caller expected about 90 units, and discrepancy was greater than 30 units, although issue was no longer active at time of call. There was no reported impact to customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised caller to call back for troubleshooting if problem happened again, which caller acknowledged, and no further actions were documented.